Event description:
It was reported bd precisionglide¿ needle was missing the expiration date on its packaging. The following information was provided by the initial reporter: "pharmacy reported product with missing expiration dates."

Manufacturer narrative:
Medical device expiration date: unknown. The customer's address is unknown. Unknown, (B)(6) USA has been used as a default. Device manufacture date: unknown. Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. A device history record could not be completed as no lot number was received. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.